Event description:
It was reported that there was no sponge in a minicap. The issue was found before use. No additional information is available.

Manufacturer narrative:
(B)(4): upon further information, it was found that the sponge was not missing but had come out of the minicap. No additional information is available. Visual inspection confirmed that the minicap sponge had come out of the minicap. A CAPA has been opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was reported to be available but has not yet been received. A review of all batch record documents was performed on potentially associated lot number gm1302014 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should the device be received or additional relevant information become available, a supplemental report will be submitted.